Event description:
The customer reported the system displayed an "accessories installation error." This would prevent the system from producing x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the leg extension. The system operates as intended.